Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in australia.

Event description:
It was reported that during biomedical engineering test/check, the unit trigger is sticky but has been oiled. There was a sound issue and a depth of cut issue, as excessive pressure is required when attempting to perform a test cut. There was no patient involvement. Due diligence is complete and there is no additional information available.